Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex as reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 3 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, obstruction, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Updated fields: a2, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The patient's attorney has alleged. (B)(6)2009 - the patient underwent surgery for implant of an unspecified bard/davol ventralex as reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2009 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was resected. A bard ventralex hernia mesh was fixed to fascia in the cardinal points using sutures.¿ (B)(6)2016 - patient was diagnosed with incarcerated incisional hernia, small bowel obstruction thereby underwent open primary incisional hernia repair with excision of old mesh and lysis of adhesions. Per operative notes, ¿the previous mesh was identified. The old ventralex mesh was retracted away from the abdominal wall, carefully dissected it out. There were several loops of small bowel adherent to the posterior surface of the mesh. The mesh was excised and discarded.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries.